Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pc), ruby coils, and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous, narrowed and calcified. During the procedure, the physician placed three ruby coils and a pod pc in the target vessel using the microcatheter. The physician then experienced resistance after advancing another pod pc halfway into the microcatheter. Therefore, the physician removed the pod pc to flush the microcatheter. Subsequently, while attempting to advance the same pod pc through the microcatheter, the physician experienced resistance again in the middle of the microcatheter. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter used in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. During functional testing, the pod pc was able to advance through its introducer sheath and a demonstration lantern with resistance due to the offset coil winds on the embolization coil. Further evaluation of the device revealed a pusher assembly kink. This kink was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.